Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
A revision procedure was performed, it was noted the connection of the distal coil had not been inserted fully and was able to pull back with traction. The connection was secured; normal shock impedance measurements were obtained. No adverse patient effects were reported. This device remains implanted and in service.

Event description:
Boston scientific crm received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) device and right ventricular lead displayed high out of range shock impedance measurements. All other lead measurements were within normal limits. Different lead configurations revealed similar measurements. No noise episodes were revealed. An x-ray did not reveal any issues. The patient has been hospitalized until a revision procedure can be performed. No adverse patient effects were reported.